Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral capsular contracture; baker grade unknown, left deflation, and right side ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent revision breast augmentation with a 225cc mentor siltex round moderate profile on both sides and was presented with bilateral capsular contracture; baker grade unknown, left deflation, and right side ptosis. As a result, the patient underwent bilateral explantation and replacement of devices with catalog number 3501650; serial number (B)(4) on the right side and catalog number 3501650; serial number (B)(4) on the left side on (B)(6) 2019. This report is for the patient¿s right-sided device.